Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while treating a pt (age and gender unk) the device inappropriately started to analyze. Complainant did not indicate that there was any adverse effect to the reported malfunction.